Manufacturer narrative:
The date of the event onset was reported as an unknown date in (B)(6) 2016. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was ¿not found¿. The patient was not hospitalized for the event. The patient was treated with an unspecified intraperitoneal antibiotic (¿three times¿; drug name, dose, and frequency not reported) for peritonitis. Dianeal therapy remained ongoing. The following month, the patient had not recovered and the patient was again treated with an unspecified intraperitoneal antibiotic (¿four times¿; drug name, dose, and frequency not reported) for peritonitis. At the time of this report, the patient is recovering. No additional information is available.